Manufacturer narrative:
The insulin pump was received with no blank display noted and powered up properly after battery installation. The insulin pump has normal operating currents, no unexpected off no power, low battery, battery out limit or failed battery test alarms during our testing. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed low battery. He replaced the battery multiple times and the display didn't turn back on. Customer's blood glucose was unknown. Troubleshooting was performed and the anomaly persisted after it was completed. Customer was advised to discontinue use of the device and revert to back up. Customer attempted to fix issues with different battery types and brands and issue persisted. Customer agreed to return the device for analysis.